Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the error code 1000 (defib failure - biphasic processor) was displayed on the heartstart xl at boot up. There was no reported pt involvement.